Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The delivery system was returned to the manufacturer with the capsule still attached to it and the pin was not advanced. The analyst was able to depress the plunger to advance the pin and rotate the plunger to release the capsule.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule attached to the patient's esophagus, but failed to deploy from the delivery system. The physician attempted three times to release the capsule before the plunger broke. The delivery system was removed from the patient with the capsule still attached to it, which resulted in a laceration of the patient's esophagus. The procedure was successfully repeated two weeks later. No further complications have been reported.